Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed reported that the unit is having multiply issues in service software. No specific case mentioned or any patient involvement. Hamilton medical ag addition: the log files showed that the device failed tightness test during testing activities.